Event description:
Patient presented with continued pain in both knees following bilateral tka on (B)(6) 2012. Bone scans showed increased uptake in both tibias. Doctor decided to revise both tibial components to stemmed components. Neither component appeared grossly loose intraoperatively on (B)(6) 2014.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain and potential loosening involving a triathlon baseplate was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient presented with continued pain in both knees following bilateral tka on (B)(6) 2012. Bone scans showed increased uptake in both tibias. Doctor decided to revise both tibial components to stemmed components. Neither component appeared grossly loose intraoperatively on (B)(6) 2014.